Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was identified as an anti-foaming agent. It is possible foreign material remaining in the device was caused by incomplete reprocessing due to leakage from biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a fault in the angulation system, restriction in the channel system, at angle control assembly. The issue was found during maintenance for an unknown procedure and was completed using the same device. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white contamination in the air/water and jet tube channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the light cover glasses was chipped; the light cover glasses, the optical cover glass adhesive and the distal end adhesive were worn; the distal end cap was damaged; the insertion tub protector was split; the suction connector water leakage had water ingress; the biopsy channel condition and brush was leaking ; the air/water channel and the auxiliary channel had contamination evident; the up/down angle and right /left angle did not meet specification; the up/down and left/right angle play and the electric safety test did not meet specification. Further information was provided by the customer. The device was decontaminated and the cleaned in an automated endoscope re-processor (aer), using a high level disinfection (hld)method. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.